Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family reported via phone call that the customer¿s insulin pump had blank display. Customer blood glucose value was unknown. Customer decline troubleshooting for blank display. The product will return for the analysis.